Event description:
I bought icy hot pads for my knee. Applied it as directed-said to leave on for 8 hrs. It burned my knee leaving it blistered. Dose or amount: 3 individually wrapped patches, frequency: 8 hours, route: transdermal. Dates of use: 2008. Diagnosis or reason: torn meniscus. Event abated after use stopped or dose reduced? No.